Event description:
The consumer reported that the poor communication screen was displayed. The patient did not use the antenna and troubleshooting did not resolve the issue. The patient further reported that the stimulation turned on suddenly. The patient had the spinal cord stimulator off since she had surgery 3 years ago and hadn't been using it because she didn't have any pain. Last night, the stimulation suddenly turned and "now it wouldn't stop and she felt it in her legs." The patient tried to use the patient programmer to turn the stimulation off, but they kept getting the poor communication screen. The patient's ins had been on for 3 days and it was very uncomfortable. The patient was at 1.4v and the device was successfully turned off after troubleshooting. The stimulation stopped a few seconds later. The patient was happy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.